Event description:
The user facility reported that a patient had an impella cp pump placed for support during a high risk cardiac procedure. After implant, there was no appropriate flow due to an observation made of the kinked pump. The kink was located in front of the motor. The pump was explanted and replaced without any harm or injury.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. Data was not returned for review. Visual inspection found a kink on cannula about 15 mm from of cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was most likely kinked cannula as per clinical information and observed on the returned product. The root cause of kinked cannula was unable to be determined as limited clinical details were provided for investigation. D9 device returned to manufacturer date added.